Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6)2016, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and the transmitter passed with no deficiency. The customer complaint of a permanent out of range signal was not confirmed. The root cause could not be determined post investigation.